Manufacturer narrative:
The customer observed potential false non-reactive results when testing different serum and plasma samples from a patient with a known (B)(6) infection who is on anti-viral treatment. The western blot testing showed a band at p24 (gag genome) and gp41 (env genome). This result can be interpreted as positive according to the crss (consortium for retrovirus serology standardization) criteria. However, according to the criteria of the who (world health organization) the finding of 1 env and 1 gag band is not interpreted as positive but as indeterminate. No patient sample was available for investigation. A retained reagent kit of architect (B)(6) ag/ab combo reagent lot 40289li00 was tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kit showed normal performance without false non-reactive results. In addition, the clinical sensitivity of the complaint lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hiv 9016 and (B)(6) 9018). The seroconversion panel results were compared to architect hiv test results provided by zeptometrix. The reagent lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of lot 40289li00 is not adversely affected. Customer complaint data was reviewed and no adverse trends were identified. Additionally, a review of non-conformances and deviations associated with the affected lot number was performed. This review resulted in no occurrences. The architect (B)(6) ag/ab combo reagent package insert was reviewed and was determined to adequately address the issue. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, (B)(4) that has a similar product distributed in the us, (B)(4).

Event description:
The customer stated that false (B)(6) results were generated on a known (B)(6) patient.the customer stated that an initial (B)(6) result combo of 0.83 s/co was generated. The sample was tested with western blot and 2 bands were identified; gp41 (2+) and p24 (3+9). A plasma sample was then run and a (B)(6) result of 0.80 s/co was generated. On (B)(6) 2014 another aliquot of the plasma sample was tested and a (B)(6) result of 0.78 s/co was generated. A serum sample was also tested in duplicate and (B)(6) results of 0.96 and 0.88 s/co were generated. Viral load testing on the patient was also (B)(6).there was no report of impact to patient management.